Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the electrocardiogram (ECG) cable was broken and there was no ECG signal displayed on the programmer as a result. The cable was lost and will not be returned to the manufacturer. There was no patient involvement.